Manufacturer narrative:
Btl discontinued adding the current design of touch-pen (stylus) holder to the exilis device (and any other device) as of (B)(4), 2011. Btl is in the process of notifying existing customers regarding the potential for puncture wounds if the user slips or falls onto the touch-pen when it is held upright in the touch-pen holder. Btl will advise all customers to remove the touch-pen holder from the exilis console and will provide written instructions about how to remove the holder (which is a simple process). A separate page for insertion into the exilis operator manual will be provided warning about the possibility (low risk) of puncture if the user falls onto the touch-pen when it is held upright in the touch-pen holder so that any customers that decline to remove the touch-pen holder are appropriately informed.

Event description:
The user slipped while moving the system resulting in their arm descending onto the tip of the touch-pen that is held upright by a holder on the side of the system. The touch-pen caused a deep penetration wound in the user's arm that required sutures and medication to prevent possible/permanent impairment/damage.